Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03m74-02 that has a similar product distributed in the us, list number 3m74-02 / 84 / 98, which is 510k exempt. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer stated the trigger solution for architect i2000sr splashed onto facial skin of the operator. The customer stated the cap was opened when the trigger solution was replaced, and was placed on the drawer. The drawer was tugged on forcefully, and the trigger solution spilled. The customer stated the user accidentally splashed trigger solution onto the facial skin, and confirmed that none entered the eyes. The user rinsed the skin with running water. No medical treatment was sought. No injury was reported.